Manufacturer narrative:
A bci field service engineer (fse) removed the pinch in the cap piercer waste tubing under the reaction wheel.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a leak from underneath the cap piercer. No injury was reported.